Manufacturer narrative:
No button error alarmed from the insulin pump. The pump had intermittent button response on the up arrow button due to corroded keypad traces. No unexpected number scrolling was noted. The pump had minor scratched display window, cracked case at display window corner and a small crack on the reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 180 mg/dl. The customer stated that she tried to increase carb counts and the numbers continued to count up. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.